Manufacturer narrative:
A field service engineer (fse) performed an assesement of the unit. The fse reported that the aer was displaying the error message e01. He found the float system in the tank giving false readings and the main board not operating the valves correctly. The fse replaced the float and the main board and ran a test cycle with no issues. The machine meets manufacturer's specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR for the aer, serial # (B)(4), was reviewed and revealed the unit met the manufacturer's specifications at the time of release. The service and complaint history for six months, (september 2009 - march 2010) on serial number (B)(4) did show one other similar leak issue. It was not due to the tank float switch and pwa microprocessor board; thus, there is not a significant trend. Trending analysis for aer units with problem code "fluid leak" did not reveal a significant trend over the past 12 months (october 2009 - october 2010). Trending analysis for aer units with problem code "unable to fill disinfectant" did not reveal a significant trend over the past 12 months (october 2009 - october 2010). The fmea (failure mode effects analysis) for the aer revealed the risk priority numbers (rpn) for all leak related failure modes are below the threshold of 100, indicating that the associated risks are minimal. The fmea (failure mode effects analysis) for the cidex opa solution revealed the risk priority number (rpn) for spills/leaks is below the threshold of 100, indicating that the associated risk is minimal. The shuma (system hazard and user misuse analysis) was reviewed and it was determined that the risks of user exposure due to spills all fall into category I; therefore, no further action is required at this time. The hhe (health hazard evaluation) was reviewed for similar disinfectant leak of the aer due to e01 and the hazard/risk index was 4, which indicates the associated risk is low. Due to the low health/risk index, no further action is required. The issue was confirmed and resolved by the fse who replaced the tank float switch and pwa microprocessor board.

Event description:
The customer reported the automatic endoscopic reprocessor (aer) reservoir was not filling up with cidex opa. The basin was filling up with disinfectant and water gradually causing an overflow. The customer manually emptied the liquid from the basin. Subsequent customer follow-up indicated the overflow led to cidex opa spilling on the floor. The customer cleaned up the spill while wearing appropriate ppe. There were no injuries reported due to this event.